Event description:
It was reported that the cadd legacy plus pump alarmed. The pump indicated that 188 ml of medication was undelivered. This was despite the fact that the medication bag only contained 100 ml. The patient stated that they had received the correct infusion volume. The product problem did not affect the health of the patient. No further complications were reported.